Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. The insulin pump was unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to damaged lcd glass. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had crack and black line across the screen. The customer reported that the insulin pump was dropped. The customer's blood glucose was 53 mg/dl at the time of incident. The customer stated that the blood glucose was low as 39 mg/dl and they treated with food. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that she received a letter to call in for more information regarding the previously reported event. The customer stated that she had fallen and broken her ankle because of a blood glucose of 39 mg/dl. The customer treated her blood glucose with a candy bar and cereal. The customer was five weeks pregnant at the time, and had also been experiencing low blood glucose levels due to the pregnancy. The customer was driven to the emergency room after her fall, but she did not recall the blood glucose reading at the time that she was admitted. The customer felt that her blood glucose levels had been going low because of the pump programming, and stated that her doctor was going to make adjustments.